Event description:
It was originally reported that there was redness around the neurostimulator pocket area and it was thought that it may be due to an allergic reaction. When the device was turned off the skin condition was noted as getting better and a "current leakage" was suspected. On (B)(6) 2011, the physician performed a revision. It was noted that the redness was caused "through leakage of a broken wire" in the pocket adaptor. After the revision procedure no injuries were reported and the pt was fine.

Manufacturer narrative:
(B)(4).